Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device having migrated into her abdomen") and pelvic pain ("severe pelvic pain / chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgery was attempted to remove the device but was unsuccessful" on (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("acute left lower quadrant pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and laparoscopic left salpingooophorectomy on (B)(6) 2007). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2016 "surgery was attempted to remove the device but was unsuccessful". The patient was treated with surgery (on (B)(6) 2016 diagnostic laparoscopy under fluoroscopy, partial omentectomy and removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation and pelvic pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device having migrated into her abdomen/ malposition of essure device location of device:abdominal cavity") and pelvic pain ("severe pelvic pain / chronic pelvic pain/ pain") in a 55-year-old female patient who had essure (ess205) (batch no. 508295,508104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion". The patient's medical history included adenomyosis. Concurrent conditions included body mass index normal, nerve pain, type 2 diabetes mellitus and pulmonary disorder. Concomitant products included amitriptyline, glipizide, linagliptin (tradjenta) and omeprazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("urinary incontinences"), cystitis interstitial ("chronic interstitial cystitis") and ovarian cyst ("ovarian cyst"). In 2007, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dyspepsia ("indigestion"). On (B)(6) 2016, the patient experienced complication of device removal ("surgery was attempted to remove the device but was unsuccessful"), 10 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("acute left lower quadrant pain") and back pain ("back pain"). The patient was treated with surgery (salpingectomy one side removal of fallopian tube), partial omentectomy and removal of essure coil, o). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, complication of device removal, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary incontinence, cystitis interstitial, migraine, weight increased, dyspepsia and ovarian cyst outcome was unknown, the headache and back pain was resolving and the fatigue had resolved. The reporter considered abdominal pain lower, back pain, complication of device removal, cystitis interstitial, device dislocation, dyspepsia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepant information provided in legal claim: she underwent surgery to remove the defective device on or about (B)(6) 2007. Current weight 233 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram - on (B)(6) 2006: coils in fallopian tubes. Computerised tomogram abdomen - on (B)(6) 2007: essentially unremarkable examination of the abdomen and pelvis.; on (B)(6) 2009: no CT evidence of acute process in the abdomen or pelvis. Specifically, there is no evidence of a urinary stone or hydronephrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst. Batch number: 508104; expiration date: 2007-03; manufacture date: 2005-10. Batch number: 508295; expiration date:2007-06; manufacture date: 2005-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.